Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 100ml of protonix was programmed to infuse at 10ml/hr (8mg/hr) as a secondary infusion and was expected to infuse within 5 hours however it completed in 2 hours when the pump alarmed for air in line. The primary infusion was 1000ml of ns and programmed to infuse at 100ml/hr. The pump settings were verified by 3 rns. The pump showed that there was 61 ml yet to infuse even though the line was dry. There was no patient harm.